Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
A friend or family member of the patient reported that on date notified they placed the patient programmer (pp) against the patient's "chest wall" and pressed the check button to sync with the implantable neurostimulator (ins). When this was done, the patient recoiled, stating that it "burned [them] like an iron." The pp was not hot when they were holding it, and there was no visible evidence of a burn on the patient's skin. There were also several layers of clothing between the pp and the patient's skin. Afterwards, another pp was used to sync and there were no issues. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.